Manufacturer narrative:
Additional manufacturer narrative: the causes of re-operation for a failed annuloplasty repairs are well documented in the literature. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. The device was not returned for analysis. There is insufficient information to conclusively determine the root cause of this event.

Event description:
It was reported that this annuloplasty ring was explanted after an implant duration of approximately eight (8) months and thirteen (13) days due to tricuspid regurgitation. The ring was removed and the patient's tricuspid valve was replaced with an edwards bioprosthetic valve. No other details provided.